Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pump was set to deliver etopside in 24 hours but administered the medication in 2 hours and 30 minutes.